Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/18/2016, that on (B)(6) 2016, the receiver displayed an error 121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, "call tech support error 68" message was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. Took pictures and attached "call tech support error 68" message. Customer complaint was confirmed because of the occurrence of the error code failure displayed. The root cause could not be determined.